Manufacturer narrative:
Additional manufacturer narrative aortic regurgitation (ar) in bioprosthetic heart valves occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Advances in valve design and bioprosthetic material have been made with the intention of reducing perivalvular or central leaks by providing more efficient hemodynamics and longer tissue durability.

Event description:
Edwards received additional information that this patient was discharged on pod #5.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of 25mm bioprosthetic aortic valve that required valve in valve intervention due to aortic regurgitation after an implant duration of 14 years. A 26mm transcatheter aortic valve was implanted within the existing valve. Both devices remain implanted. The outcome was reported as no consequence to patient.